Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system did not fold into the delivery system properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system did not fold into the delivery system properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hsk iii device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Specks of blood were observed on the loading device. The slide lock was engaged and the plunger was not depressed on the delivery device. The delivery device was removed from inside the loading device. The seal and tension spring assembly remained inside the loading device. The seal was observed to be outside of the loading window, but stuck in the center of the loading device. The seal was removed from the loading device. A microscopic inspection determined that the seal showed no sign of crack/delamination. The seal and tension spring assembly were completely intact. No other failures were observed. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .198 inches, the outer diameter was measured at .221 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "fitting problem; seal" was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system did not fold into the delivery system properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.